Event description:
The patient contacted animas on (B)(6) 2014 alleging that the tubing and cartridge disconnected at the luer lock without them knowing causing their blood glucose (bg) to go up to 334 mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is made based on the allegation of the luer lock issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.